Event description:
After the stent was deployed in the renal artery, the stent delivery system (sds) balloon would not completely deflate; however, it was removed from the pt partially inflated with no pt effects.